Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead was found to display long standing high impedance and the lead "was never hooked up." It was also reported the right ventricular (rv) lead displayed high impedance, over-sensing, noise, non-sustained ventricular tachycardia- non-physiologic ventricular rates, and the short v-v was noted. Additionally, the rv lead was possibly fractured. The rv lead detection was "programmed off." Following, the ra and rv leads were capped. The rv lead was replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.